Event description:
A falsely low advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested on an alternate test method and the result was as expected. The previous patient result on the advia centaur xp in (B)(6) was higher. The patient was infused with 5cc of fluorescein via IV forty five minutes before the sample was tested for thyroid-stimulating hormone (tsh). The serum sample was noted to have a green fluorescent tinge. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00049 on (B)(6) 2014. On (B)(6) 2104, siemens healthcare diagnostics has investigated the issue. The investigations have confirmed that samples containing fluorescein may show interference with the advia centaur systems tsh3 ultra assay. Samples containing fluorescein can produce falsely depressed values when tested with the advia centaur xp tsh3 ultra assay. With fluorescein interference, observed tsh3 ultra values can be as low as <0.01 miu/l. Samples should be resubmitted post fluorescein clearance to ensure there is no interference with tsh3 ultra test results. As a result, an urgent medical device correction (B)(4) was sent to customers in the united states and an urgent field safety notice (B)(4) was sent to customers outside of the united states in (B)(6) 2014 to inform them of this issue.

Manufacturer narrative:
The cause for the discordant tsh3-ultra result is unknown. Dilutions on the patient sample were performed on the advia centaur tsh and the alternate method tsh ultra. The results were linear. The dilution on the tsh3-ul for the patient sample was overdiluted. Heterophile blocking reagent was added to the patient sample and tested on the advia centaur tsh and the alternate method tsh ultra. This did not significantly alter the results. The quality control was acceptable on the day of testing. The instrument is performing within specification. No further evaluation of the device is required.